Manufacturer narrative:
The local area field representative was contacted for additional information, however at this time no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range (oor) pacing impedances on the left ventricular (lv) lead, measuring greater than 2000 ohms. Low amplitude was also observed on the lv lead. This crt-d and lv lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the lv lead also exhibited loss of capture (loc). The patient didn't experience asystole. Subsequently, a revision procedure was performed. The crt-d and lv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the surgery to explant and replace the device and lead.